Manufacturer narrative:
Additional information received on october 21, 2024 indicated that the date of removal updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone prosthesis on the left, and mentor memorygel xtra, 405cc silicone prosthesis on right side experienced bilateral capsular contracture grade IV postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 1, 2024 indicated that the patient scheduled for removal on (B)(6) 2024. The patient experienced bilateral capsular contracture grade IV. Reason for device explant and/or reoperation: capsular contracture grade IV manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 2, 2024, mentor became aware that the initial report missed reporting that patient also underwent left sided areolar reduction, and additional information received on the same date indicated that the patient left sided capsular contracture grade was I which is not reportable, therefore pc capsular contracture and pc recognized procedural complication were removed and replaced with pc anisomastia and pc surgical intervention. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 22, 2024, indicated that the left side capsular contracture grade was grade I is not reportable as it is not clinically significant. The patient experienced left sided scar tissue. As a result, patient underwent right sided total capsulectomy, revision of scars of left breast 24 cm, multiple inter costal blocks and replacement of right side with cat: smpx-405, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 16, 2024 indicated that date of event was on may 1, 2024, and capsular contracture grade on the right side is IV. Manufacturer¿s reference number: (B)(4).